Event description:
It was reported that the inner housing was catching on the window and broke one of the teeth inside of the patient. However, the broken tooth was retrieved from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The cutter was visually inspected for damages, and the outer window has heavy wear marks due to interference. The driveshaft was hand spun and interference could not be felt. The probable root causes could: be excessive force applied by the user, shaver blade comes in contact with a metal object (i.e. Scope), friction due to cutter assembly and housing assembly interaction, or poor or no suction. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the inner housing was catching on the window and broke one of the teeth inside of the patient. However, the broken tooth was retrieved from the patient.